Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Both lumens of the sample were flushed with a 12 ml syringe of water, and a leak was observed just distal to the molded joint when the red lumen was flushed. A microscopic observation revealed a split in the catheter tubing at the location of the leak. This split exhibited uneven edges, wrinkling of the catheter surface, and a granular surface texture. Whitening of the catheter material was also observed at the corners of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that PICC dressing change due today. When changed line was noted to be leakage from insertion site. PICC team called stated line was likely cracked. Dressing was saturated and from 3cg line pulled out slightly movement of pt. Accidentally. Catheter was secured with statlock.